Event description:
Home patient (hp) reportedly accidently disconnected self from the patient line tubing of the homechoice set during drain 2/4 of apd treatment. Hp reportedly was dreaming at the time and was confused. Hp reconnected self and subsequently received a "check patient line" alarm. Hp reportedly called baxter's technical service center and was assisted in ending treatment at that time. Hp was instructed by technician not to reconnect to the machine during treatment. Follow up with hp indicated home patient did manual exchanges the following morning. No patient injury or medical intervention required per hp.